Manufacturer narrative:
His device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found the distal tip of the indigo system aspiration catheter 8 (cat8) to be ovalized in two points upon removal from packaging. The damage to the cat8 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 52.0 cm from the hub. The cat8 was ovalized approximately 80.5 and 86.0 cm from the hub. During functional testing, a 0.088¿ stainless steel was advanced through the hub of the cat8. Resistance was encountered as the mandrel met the proximal kink in the catheter shaft and the mandrel could not be advanced any further. Conclusions: evaluation of the returned cat8 confirmed that the distal tip was ovalized. If the distal tip of the catheter is forcefully pinched or gripped upon removal from its packaging, damage such as ovalization at the distal tip may occur. Further evaluation of the returned cat8 revealed additional ovalization along the catheter shaft. This ovalization may have occurred due to retracting the device from its packaging at an extreme angle during removal from its packaging or packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.